Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the leak/inability to aspirate was not determined.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID neu_unknown_cath lot# serial# (B)(4) implanted: (B)(6) 2011. Explanted: (B)(6) 2017 product type catheter product ID 8578 lot# serial# (B)(4) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid at concentration of 10.0 mg/ml and a dose of 3.062 mg/ml via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had increased pain starting on (B)(6) 2016. The patient's pump medication was increased twice with no benefit. A catheter access port (cap) contrast study was performed on (B)(6) 2017 and the catheter was unable to aspirated. Leakage of contrast was noted in the pump pocket at the codman adapter. It was indicated the event was related to the device or therapy. A decision was made to replace the catheter for the leak and the pump due to eri 13 months as the pump pocket was already open. The catheter and pump were replaced on (B)(6) 2017 and noted to be returned to the manufacture. The issue was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified a non-significant indent in the seal of the sutureless connector of the catheter that did not affect infusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted: (B)(6)2011 explanted: (B)(6)2017 product type catheter product ID 8578, (B)(4). Implanted: explanted: product type catheter. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the catheter was not aspirated before the dye study was performed. It was noted that the patient did receive a bolus when the contrast was put in that documented the leak in the catheter. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.